Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer¿s blood glucose level was 33 mmol/l and had nausea. The customer was given bolus with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was not alleging possible insulin pump under delivery. The auto mode feature was not active during the reported event. The insulin pump will not be returned for analysis.